Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during bolus deliveries. The customer's blood glucose (bg) level was not impacted. Reportedly, the pump is worn against the customer's skin and the occlusion alarms occur when the customer removes the pump from their skin in order to deliver a bolus. Tandem technical support shipped the customer a case for the pump to prevent temperature changes.